Manufacturer narrative:
(B)(4).

Event description:
It was reported high capture thresholds were observed on the rv lead. The pacing lead impedance had declined since implant. No symptoms were detected. Lead capping is recommended and has been scheduled. No further information is available.